Event description:
It was reported that upon interrogation during device preparation, the implantable cardiac monitor exhibited an error message. It was noted that the device was not left in the cold and was only stored in the hospital. The device was not used.

Manufacturer narrative:
The complaint of interrogation error was confirmed. Analysis of device image indicated that pre-eri flag was triggered due to exposure to cold temperature and resulted in the reported error message. The device was located in (B)(4) and the local temperature was below freezing temperature at the time. Further testing was performed by clearing the pre-eri flag and all tests results were normal. Longevity assessment was performed based off shipped settings, and device was in the normal range of operation with appropriate remaining longevity.